Manufacturer narrative:
The facility staff member reported that their face was breaking out while wearing the crosstex ultra-sensitive earloop mask. This staff member is the only one in the office experiencing this reaction. They reported wearing the masks about 30 minutes at a time and changing between each patient. They have sought medical attention via primary care physician and dermatologist and received topical steroids. There is limited information regarding this complaint. Crosstex has made an attempt at contacting the staff member. This complaint will continue to be monitored within crosstex complaint handling system.

Event description:
Facility staff member reported face was breaking out while wearing crosstex ultra-sensitive mask. They sought medical attention.